Event description:
Pt is very limited in mobility. The power went off, resulting in the mattress deflating. The deflation caused the pt to fall over against the bed rails. When power came back on and the mattress inflated, the pt became trapped. He received multiple lacerations. The MFR and vendor were contacted for help and evaluations, but have not responded.